Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant on installation surgery. The patient presented bone type IV, 10ncm of primary stability was achieved and immediate implant was performed.